Event description:
Customer reported hospitalization due to diabetes ketoacidosis. The blood glucose reading at the time of the event was 514 mg/dl. Customer was not feeling well. Customer vomited, difficulty breathing and nausea. Hospital treated with insulin drip. Diabetes ketoacidosis is due to incorrect programming of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.